Event description:
It was reported that a pt experienced irritating in her eye when she awoke. The pt was not wearing contact lenses at the time. She was examined at a hosp where she was diagnosed with a corneal ulcer. She received treatment with an unspecified antibiotic and steroid drop. The pt reports having to take ten days off from work and has a slight scar on the cornea. Add'l info has been requested but has not yet been received.

Manufacturer narrative:
(B)(4).